Manufacturer narrative:
Correction made to b3/d10: 3/14/2023 (previously submitted as ni). Correction made to b5: it was reported that a one-link needle-free IV connector leaked (previously reported as three (3) one-link needle-free IV connectors leaked). Correction made to g3: date received by MFR: 3/15/2023 (previously submitted as 3/09/2023) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) one-link needle-free IV connectors leaked. When attempting to inject at 2ml per/sec the contrast ¿blew everywhere¿. The connector was initially on tight; however, three new connectors were applied with this leak issue. The patient was sprayed with contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.